Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued ilet use after approximately one week due to recurrent low blood glucose readings and requested a product return; the device reportedly showed values near 50 mg/dl while contemporaneous fingersticks were as low as 35 mg/dl, and the user experienced urgent low symptoms despite oral glucose intake, with no alarms or hospitalizations reported. Symptoms included hypoglycemia with associated clinical signs. Outcomes included cessation of ilet use and transition back to multiple daily injections without further reported lows. Investigation included customer interviews and review of available use history; no device was available for analysis and no product performance alarms were identified. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and the cause of hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.